Manufacturer narrative:
(B)(4).

Event description:
It was reported there was shocking and jolting. The pt was in the kitchen and had shocking and jolting throughout the entire body. The stimulator was turned off, and the shocking stopped about 30 minutes later. The rptr stated the stimulator had been turned off for 3 months. It was unclear if the stimulator was on when the shocking started or if it was still off. The stimulator site was sore, and the pt called 911. Additional info has been requested, a follow-up report will be sent if additional info becomes available.